Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the buttons on their device were becoming unresponsive. This complaint is being reported because the issue was not resolved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings:a visual inspection of the keypad showed no signs of damage. All the keypad buttons were properly responsive during testing. The keypad cover was opened and evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was found to be dim and discolored. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint could not be confirmed or duplicated.